Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was frozen with 'amx error sys ecode : 0'. The event happened during patient infusion of d5w with 40kcl at 75ml/hour in the critical care unit (ccu). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.